Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5180350, mw5180351 and mw5180352. Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 3 reports where the patient experienced inaccuracy that led to a hypoglycemia event that occurred three separate times. (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 01/05/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. This report is two of three submitted for the same patient, each describing cgm inaccuracies that preceded separate hypoglycemic events. According to a report received via maude on 11/25/2025, the patient experienced significant dizziness and weakness. At the time of the event, the patient was noted to be hypertensive and tachycardic. The sensor¿s estimated glucose value (egv) reading was 99 mg/dl. Emergency medical services were contacted. Upon ems arrival, the patient¿s blood glucose (bg) was measured at 23 mg/dl, while the egv reportedly remained at 99 mg/dl. The patient was administered glucagon, after which the bg increased to 70 mg/dl. The patient was transported to the emergency department for evaluation and was monitored for several hours before being discharged home. The sensor was subsequently replaced. Multiple attempts were made to obtain additional details and clarify the circumstances surrounding the events. To date, no response has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.